Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted (B)(6) 2017. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Device circuit error occurred on (B)(6) 2018. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Atrial and ventricular rate histograms show "no data available." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a full power on reset (por), the device began pacing in a ventricular-only pacing mode at 65 beats per minute (vvi 65), and the patient was symptomatic. The por was cleared and the device was reprogrammed to the prior settings. The device remains in use. No further patient complications have been reported as a result of this event.